Manufacturer narrative:
Update of the previous MDR: device is not available for analysis; therefore, analysis is made thanks to similar previous cases. Similar cases analysis permit to conclude that the observed event could be cause by flash memory or operating system corruption, which is preventing the device from booting properly. Howerver, the first cause of this problem could not be identified. This case is recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, the home monitor light is stuck in orange.

Manufacturer narrative:
As the subject device is not returned yet, the investigations conclusion is not available. The follow-up MDR will provide the investigations results.

Event description:
Reportedly, on (B)(6) 2025, the home monitor light is stuck in orange.